Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an error icon. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The receiver was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and failed.. The log was downloaded and reviewed finding error related to the complaint. The reported event of an error icon display was confirmed during log review. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.